Manufacturer narrative:
Date of event was reported as (B)(6) 2017 (at least a month ago for return of symptoms; two weeks ago for colonoscopy) and (B)(6) 2017 for the error message. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy described as a return of symptoms and going every 2 hours. The consumer stated that the patient recently had a colonoscopy and did not turn the stimulation off beforehand which could be related to the issue. It was also mentioned that the patient had terrible asthma and had no change in fluid intake. There were no falls or trauma reported associated with the event issue. The stimulation was on and on program 1 at 2.3. When the amplitude was increased the a ¿couple of clicks¿, the patient did not feel the stimulation in the correct area. The patient was going to track their symptoms with the adjustments made. The patient did not intend to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported "everything felt normal- before and after." The patient had an office visit with their physician and they increased the number to 3.1v and it "seemed fine for now." No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.